Event description:
It was reported to boston scientific corporation that a prefyx prepubic sling system was used during a procedure on (B)(6) 2007. According to the complainant, since (B)(6) 2009, the patient began to experience incontinence which got progressively worse. The patient also experienced dyspareunia and general pain in the pelvic region which worsens when urinating. It was reported that there were no complications during the initial procedure. The patient was prescribed 8 mg of toviaz for an undetermined amount of time. The patient is still taking toviaz to date. It was reported that the patient is currently stable, but still incontinent.